Event description:
Report received of an overdelivery. In 2003, after delivery, the patient required an unspecified amount of oxygen for a decreased respiratory rate. At 2110, an infusion of d10w was initiated at a rate of 11ml/hr. The pump was obtained from a storeroom, an administration set was primed and placed in the pump, however the pump was reportedly not programmed at that time. An rn reportedly asked an lpn to push the start button on the pump. The lpn noted a leak at a luer connection. After the connection was tightened, the pump sounded an unspecified alarm. The lpn pressed the reset button, followed by the start button and no further alarms sounded. Approximately 10 minutes later the rn noted that the pump was delivering at a rate of 850ml/hr. The patient received approximately 135ml of d10w. The infusion was stopped. The pump was reprogrammed at the intended rate and the infusion continued on the same pump. The patient was treated with an unspecified dose of lasix. Additionally, unspecified doses of sodium and calcium were administered due to low serum values. At the time of the event, another patient was being prepared for transport to another hospital. The transport team had their 2-way radios powered on in the proximity of the pump. The following day at 0730, the patient began to have seizures. At 1430, the patient was intubated and transported to another nicu. The patient was subsequently extubated however patient continues to be treated for apnea and seizures. The customer contact reports it is speculated that the seizures are related to possible asphyxia that the patient may have experienced at birth.